Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist refuses to provide any information regarding treatment stating that the aligners caused bone loss. Additionally, it was noted that the patient is satisfied with the byte treatment thus far and is at eot (extra-oral traction) on upper teeth and due for lower control.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.